Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant product: 6947 implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. Additional information regarding the reason for replacement has been requested, but is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was later reported from follow-up received that the device reached elective replacement indicator and there was no knowledge of any device related issues.